Manufacturer narrative:
MDR 3003442380-2024-04812 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced same kind of events of kinked cannula with two infusion sets after 3 hours after insertion on (B)(6) 2024. The site of insertion was in the abdomen, which was regularly rotated. Patient's blood glucose level at time of event was 167 mg/dl therefore patient replaced infusion set and resumed insulin . No further information available.